Event description:
The customer reported that after inserting a size 10 outer cannula in the pt, there was difficulty inserting the inner cannula. They switched to inserting a size 8 inner cannula in the size 10 outer cannula.

Manufacturer narrative:
The lot number is unk and therefore, the date of manufacture can not be determined. The tube was discarded and therefore, unavailable for failure investigation. No conclusions can be made without the complaint device. The information has been added to the database for trending purposes.